Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was encountered when a patient was doing a pd treatment. In a follow up, the patient reported that during fill 1 fluid was ¿spirting¿ out around the blue trigger. The patient cancelled treatment for that evening. The pd nurse told patient to do a treatment the next evening with new supplies. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was encountered when a patient was doing a pd treatment. In a follow up, the patient reported that during fill 1 fluid was ¿spirting¿ out around the blue trigger. The patient cancelled treatment for that evening. The pd nurse told patient to do a treatment the next evening with new supplies. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a fluid leak was encountered when a patient was doing a pd treatment. In a follow up, the patient reported that during fill 1 fluid was ¿spirting¿ out around the blue trigger. The patient cancelled treatment for that evening. The pd nurse told patient to do a treatment the next evening with new supplies. There were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.